Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic today stating that he was getting beeps on the lvad and thought while he was sleeping the white power lead was pulling so he would pull it back so it wasn't stretching. Upon interrogation of the patient's device, the hospital staff noticed multiple pump stoppage and low speed advisory alarms. It was noted that the driveline needs a clamshell repair bt while the driveline was manipulated by the hospital staff, and alarm could not be recreated. When the hospital staff left the room to make a phone call, the patient had a red heart alarm and he was in a sitting position. A review of the submitted log file confirmed multiple low speed hazards/motor stops. Technical services personnel arrived onsite to evaluate to patient's driveline and the distal end bend relief was partially separated from the metal connector. A fractured brown wire was identified during a phase interrupter test. The distal end bend relief was fully separated in order to visually inspect for any fractured wires. Visual inspection indicated that the bionate under the bend relief at the metal connector was damaged. No visual damage to the wires was observed. X-rays did not indicate any apparent driveline damage. A distal end percutaneous lead replacement was scheduled and was subsequently performed without incident. No further information is available at this time.